Event description:
Packs have a musty odor and sometimes a strong methane odor. Symptoms included itchy and watery eyes, sore throat headache and hoarseness in one staff member. Removal from the o.r seemed to help lessen the symptoms. The employee went back to work following her visit to the employee health nurse. No medical intervention was suggested for or requested gy the staff member.